Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, a definitive cause of the corrosion could not be determined. However, contributing factors may have included chemical exposure, moisture intrusion, or gradual deterioration of the metal surface over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation, corrosion was identified on the ¿c-cover¿ and light guide rod of the videoscope. There was no patient involvement.